Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The receipt of the patient's culture report does not change the summary and conclusion of the initial clinical investigation. The report provided the pd effluent culture draw date as 01/09/2019 showing a white blood cell count of 50,500 and a gram negative bacilli which was previously identified by the peritoneal dialysis registered nurse (pdrn) as serratia. A new clinical investigation is not warranted at this time.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis and exit site infection with tunnel infection. However, there is no documentation to show a causal relationship between the event and the liberty select cycler and cycler set. Additionally, there is no reported allegation of a machine malfunction or deficiency for this adverse event. It is unknown if the patient was following proper aseptic technique or whether the initial infection started at the exit site. Based on the available information a cause of the event cannot be concluded.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with a supply lines are blocked message during treatment. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient had cloudy effluent on (B)(6) 2019 and that the patient was diagnosed with peritonitis (culture date unknown). The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks serratia was confirmed at both the exit site (catheter was not a fresenius product; brand unknown) and in the peritoneal fluid. The patient was diagnosed with a tunnel infection. The patient was initially prescribed and treated with gentamycin and levaquin but was transitioned to fortaz and levaquin as of (B)(6) 2019 (route, duration, and dose unknown). Pd therapy was continued throughout the course of the reported event. The patient was not hospitalized during the event. Additional details surrounding the patient¿s course and condition were requested, however, not provided. There were no devices available for return.